Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-01389, 01390, 00329, 1225714-2014-00329, 00330, 00331.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced sudden cardiovascular events on or about (B)(6), 2010 after the use of the product.